Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was visually observed in the arterial hansen line of the dialyzer; blood test strips were used and tested positive. The leak occurred immediately upon the initiation of treatment. The machine did detect the leak and alarmed appropriately. There was an estimated blood loss of 300 ml. The patient did not experience any adverse effects or seek medical attention. The patient completed his treatment on a different machine with a new set-up. The actual sample is available and has been requested for eval. No visible damage was observed on the dialyzer.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visibly inspected both internally and externally and a short fiber was found at the cavity ID end of the device. The short fiber was observed at approximately 10 degrees. There were no indications of external damage. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface. The dialyzer failed the test at an airflow rate of 87.4ml/min. The fiber bundle was subjected to a low air pressure test while submerged in water and a steady flow of bubbles was observed coming from the short fiber noted during gross visual examination. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.